Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "target bg" text appeared to be different colors. Reportedly, customer's blood glucose level was not impacted due to this issue. Customer stated the experienced elevated bg levels (354 mg/dl). Reportedly, the customer look longer than expected to perform the load process. Customer stated they thought fill tubing was supposed to be performed until the "beeping stopped". Tandem technical support educated the customer on the fill tubing process. Customer delivered a correction bolus to bring bg levels back to target range.